Event description:
It was reported that prior to performing a procedure, upon un-packaging of the cool flow pump tubing, large pieces of debris that appeared to be pieces of plastic were noted inside the tubing. There were 2 tubing sets reported under this complaint, both lot numbers were unknown. The complaint description provided by the customer suggested that issue was highly detectable and discovered before use. Upon initial evaluation of the 2 returned complaint products were received at bwi's lab on (B)(6) 2011, it was discovered that: tubing #1 confirmed the complaint description described by the customer. Initial evaluation showed that the tip of spike port was found broken and the broken part fell inside the drip chamber. This condition was not indicative of a reportable complaint. Tubing #2 failed visual inspection due to presence of white particles inside the tubing on the male luer connector in various areas. Some were microscopic in nature. Bwi became aware of this reportable malfunction upon the initial evaluation of the complaint product condition on (B)(6) 2011. No patient adverse event was reported during this procedure. At this point no further information is available.

Manufacturer narrative:
(B)(4). The returned tubing with white particles for this complaint (tubing #2) failed visual inspection due to presence of small white particles inside the tubing. The tubing was flushed to collect the white particles. However, most of them dissolved therefore, no further analysis could be performed. The device history record (DHR) review was performed. Product manufactured is 100% inspected for general appearance and foreign material after assembly, before placement of tubing in the pouch. During this inspection, no product was rejected from the lot at this point. Further on, there is another 100% inspection for general appearance for particles after the product is pouched. No product from this lot was rejected at this stage of the process. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed, however the origin of the foreign material could not be determined.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).